Event description:
Reporter called on behalf of wife who had obtained the er1 message on affected meter. Meter was duly replaced in june '98. Unaffected meter showed the er1 message also. Reporter stated his wife felt she is using proper technique and simply retested with new teststrip successfully. No new meter was requested after first replacement and no second replacement has been sent.